Manufacturer narrative:
The returned device was evaluated and no kinks or bends were identified on the exposed portion of the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. No other defects or deficiencies were identified during the investigation.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 25 mmol/l (450 mg/dl) while wearing the pod between 4 and 24 hours on the arm. Multiple corrections were administered using the pod but the patient¿s bg levels did not decrease. The pod was removed, the cannula was noted to be bent and the adhesive pad was wet. A new pod was applied to treat the hyperglycemia and a bolus of 8 units was delivered. The patient reported increasing the temporary basal to 25% for 6 hours prior to experiencing the increase. The patient's blood glucose and insulin history is as follows: (B)(6).